Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9,h.3, h.6. Device evaluation:visual analysis of the returned device identified: crease flat, white particles on the surface of the shell. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to deflation device were observed.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.